Event description:
Infant was intubated and on ventilator. Suddenly (lost) decreased his oxygen saturation, taken off the vent and bagged with ambu bag. The vent was tested for map and ok. Infant placed back on and again "map". Ventilator taken out of service. Biomed contacted out of service to do 3rd party inspection.